Event description:
It has been reported to philips that the l-arm rotation cover became detached and fell down. The cover was not retained by its safety chain. The incident happened when the customer was cleaning the machine. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Addtl narrative: a philips service engineer inspected the system on site and identified that one of the locking points where the l-arm cover is attached onto the system l-arm was defective. In addition, the clip retaining the l-arm cover to the l-arm failed. The l-arm rotation cover and locking point were replaced and the system was returned to use in good working order.